Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Not returned to manufacturer.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during fill tubing. During troubleshooting with tandem technical support, the customer reported the luer lock was not attached properly. The customer reconnected the tubing to the luer lock and was able to complete load and resume insulin delivery. There was no impact to the customer's blood glucose level.